Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status mol1. The device was implanted for approx. 20 months and 12 charging cycles were recorded to the device memory. The inspection of the ICD memory revealed no anomalies. The available iegms showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device proved to be fully functional. The analysis of the available iegms showed flawless device behavior while the device was implanted and in service. There was no indication of a material or manufacturing problem.

Event description:
This patient expired on (B)(6) 2014, the cause of death was cardiopulmonary arrest. There are no known complaints against this device. Should additional information be received, this file will be updated.